Manufacturer narrative:
A software analysis was initiated; however the software logs for the event were not available from the site. Additionally, the issue could not be replicated during on site testing previously reported. Therefore, unable to determine probable cause without further information. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system was functioning as designed. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a sacroiliac and thoracolumbar procedure there was an alleged inaccuracy about 30 minutes into the case. The surgeon requested another spin with the imaging system and alleged he was about 5mm inaccurate. The surgeon decided to abort the use of navigation and continue the procedure without it. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.